Event description:
The customer reported that a monitor fell and was damaged. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that a monitor fell and was damaged. No pt harm was reported. The limited available info is not sufficient for philips to determine whether there was any health risk or malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.